Manufacturer narrative:
This report is submitted on november 17, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022, and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 12, 2022.